Event description:
Punctured esophagus was reported. Pt later expired. There was no allegation that the product caused or contributed to the death. Event occurred in 2002. Philips was first informed of event in 2004.